Event description:
It was reported that an evacuated container had no suction. This occurred during a patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 11.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Vacuum presence testing determined that the devices were within acceptable vacuum limits. The evaluation did not confirm the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.